Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during follow-up, the asymptomatic patients pulse generator was found to be operating in backup mode. The device was explanted and replaced on an unknown date.